Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Review of the procedural images showed the native anatomy with calcific regions running from the leaflets through the left ventricular outflow tract. This would be considered ¿extremely calcified¿ anatomy. A fluoroscopy check of the loaded valve showed a good load. An attempt to deliver the valve showed the valve in an acceptable position and showed full release of the valve. An angiogram was performed and paravalvular leak (pvl) was noted as moderate. A post-implant balloon aortic valvuloplasty (bav) was viewed and calcium was seen being displaced by the balloon which is the most probable cause of the rupture, however, based on the films a conclusive cause for the rupture cannot be confirmed. There was no angiographic record provided of the actual rupture. Calcification is a known cause of frame expansion issues and does not indicate a device failure or malfunction. The evolutr instructions for use (IFU) states: ¿in the event that valve function or sealing is impaired due to excessive calcification or incomplete expansion, a post-implant balloon dilatation (bav) of the bioprosthesis may improve valve function and sealing.¿ in this case, a bav was performed and likely caused an aortic rupture, leading to patient death. The evolutr IFU states: ¿to ensure patient safety, valve size and patient anatomy must be considered when selecting the size of the balloon used for dilatation. The balloon size chosen for dilatation should not exceed the diameter of the native aortic annulus or, for surgical bioprosthetic valves, the manufacturer¿s labeled inner diameter.¿ it is unknown per the event description, what pressure the balloon was inflated to during the bav. This event does not indicate device misuse or malfunction. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a predilation balloon aortic valvuloplasty (bav) was performed to a severely calcified left ventricular outflow tract (lvot) and native leaflets. The valve was deployed, and angiography revealed the valve frame was underexpanded with moderate paravalvular leak (pvl). A postdilation bav was performed with a 24 mm balloon and caused an annular rupture of the calcification at the non-coronary cusp. Pericardial tamponade occurred requiring surgical intervention and replacement of the valve with a non-medtronic surgical valve. Subsequently, the patient expired.